Event description:
Additional information was received from the company representative noted that the catheter being used since (B)(6) was an 8781 catheter. In (B)(6), this catheter was replaced with an ascenda 8781 catheter. No further information was provided.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (2 mg/ml, 13 mg/day, lot was not reported) via an implantable infusion pump. The concomitant medications the patient was taking at the time of the event was unobtainable. The indication for use was failed back surgery syndrome. On (B)(6) 2015 a failure with the synchromed ii was reported and the pump was replaced; it was also noted that failure with the pump or pump connector occurred. The patient status at the time of the report was "alive - no injury". Additional information reported on (B)(6) 2015, indicated that an incident occurred in (B)(6) 2015. The patient reportedly showed symptoms of abstinence. Some liquid was found in the area of the connection between the pump and the catheter. The pump and catheter were replaced. The system was reportedly doing fine now. The company representative guessed that it could be a problem with the catheter to pump connection; however the hcp did not keep the catheter. The pump was returned. Additional information was requested regarding troubleshooting. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
Upon pump return, analysis found no anomaly. Evaluation conclusion code and evaluation result code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.